Manufacturer narrative:
H.6. Investigation: four photos and one loose 3ml syringe was received and evaluated. It was observed there was a large brownish colored fiber present with a large amount of smaller fiber present throughout the fluid path of the syringe. The composition of the fibers could not be visually determined but the foreign matter was large enough in size to be rejectable per product specification. A small portion of this material was removed from the sample and prepared for further analysis. It was determined this material is most likely teflon mixed with silicone, which is are used in the manufacturing processes. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. H3 other text : see h.10.

Event description:
It was reported that syringe 3ml ll w/o shield no mkgs bns had foreign matter inside the syringe. This was discovered before use. The following information was provided by the initial reporter: material no: 301159, batch no: 9309873. It was reported that there is a what looks like a ball of brown foam inside the syringe.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll w/o shield no mkgs bns had foreign matter inside the syringe. This was discovered before use. The following information was provided by the initial reporter: material no: 301159, batch no: 9309873. It was reported that there is a what looks like a ball of brown foam inside the syringe.